Event description:
It was observed that during the device evaluation, the camera head exhibited a cut in the communication cable sheath. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, there is a mechanical malfunction of the camera adapter. The most likely cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.